Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, resulting in non-sustained right ventricular oversensing episodes. No intervention was performed and no further information was available.

Event description:
It was reported that a patient presented via remote transmission. The patient's rv lead had history of noise. The lead was explanted and replaced. The system was also electively replaced. Externalized conductors were observed during procedure. Patient was stable post procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 4 segments. External insulation abrasion was noted at 15.4 to 15.9 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this/these location. Damages found were sustained during the surgical procedure.